Event description:
It was reported that the customer experienced a current low blood glucose level, with the lowest recorded level being 42 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by consuming carbohydrates and updating their personal profile settings with the assistance of customer support, adjusting the basal rate from 0.25 to 0.10 units per hour. The customer was advised to notify their healthcare provider and proceed with replacing supplies and resuming insulin as necessary.